Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the paper packaging tore and entered the syringe 20ml ll s/c 50 sterile field, and a piece of paper was found embedded in the plunger before use. The following information was provided by the initial reporter: "the package is made of paper and are tearing when opened to the sterile field. In addition I have a syringe that has a piece of paper imbedded in the plunger with the same lot #."

Manufacturer narrative:
Investigation summary: six opened samples received for investigation, the samples are visually inspected, since when they are open, clean opening tests cannot be performed. Upon observation, a foreign matter is embedded within the fluid path. The foreign matter was manually removed, it was identified as double sided adhesive tape, which was stuck between the stopper and the plunger. Additionally ten retention samples are evaluated for clean peel, loose foreign matter in the fluid and non-fluid path. No defect observed, results were satisfactory. Possible root cause for foreign matter is tape detachment from machinery. Possible root cause for packaged tears is the opening technique of the blister pack. There are two opening techniques, first, opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers . The blister should be taken with the paper in the left hand and the film in the right hand. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles), making the same strength for opening both materials. Second, "straight pull" to open the blister, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective action for foreign matter includes tape removal from the equipment.

Event description:
It was reported that the paper packaging tore and entered the syringe 20ml ll s/c 50 sterile field, and a piece of paper was found embedded in the plunger before use. The following information was provided by the initial reporter: "the package is made of paper and are tearing when opened to the sterile field. In addition I have a syringe that has a piece of paper imbedded in the plunger with the same lot #."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the paper packaging tore and entered the syringe 20ml ll s/c 50 sterile field, and a piece of paper was found embedded in the plunger before use. The following information was provided by the initial reporter: "the package is made of paper and are tearing when opened to the sterile field. In addition, I have a syringe that has a piece of paper imbedded in the plunger with the same lot #."